Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. Seals remained in the loader device when staff pulled out the delivery device. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.